Manufacturer narrative:
This MDR is part of the malfunction summary reporting program, exemption number e2014007. The devices were evaluated in the field and the issue was confirmed. 11 devices had damaged components; 3 devices had missing components; 1 device had a sheared component; 1 device had a loose component. There were no remedial actions taken. This device is not labeled for single use.

Event description:
This report summarizes 16 malfunction events, where it was reported the head section would not hold weight, roll, or lock. 15 events had no patient involvement. 1 event it was not known if there was patient involvement.